Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of vascular dissection is listed in the prostyle instructions for use (IFU),as a potential adverse event associated with use of the suture mediated closure devices. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B3 - date of event: date of event is estimated. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a perclose device. Reportedly, the device experienced an unspecified failure and there was loss of distal pulses after closure. Angiography showed flow-limited dissection at the right external iliac artery which was treated with a self-expanding stent placement and pulse was regained. A clinically significant delay was reported. No additional information was provided.